Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date. Procedure name. Quantity involved. For each involved device, indicate whether needle broke or needle pulled off and when the issue occurred; in the package/during dispensing (before use on patient)/ during suturing(actual use on patient). How was case completed? Is product available to return for evaluation? Please provide device return status/follow up as required.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle broke or the needle pulled away from the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, an empty labeled winding former and a needle-suture piece of product code mpy427, lot mlz007 were returned for analysis. During the visual inspection of the sample the swage and attachment areas were observed as expected. In addition no needle pull out was noted. However the tip of the needle was observed to be bent and marks that appears to be by the use of surgical instrument were observed. Functional test was performed and the pull force was above of the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggest an improper handling for performance breakage needle; but no performance pull off suture needle was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage needle and performance pull off suture needle. Fifteen unopened samples were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected: also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance breakage needle or performance pull off suture needle was found, and the tested samples met the finished goods requirement. Additional information was requested and the following was obtained: did the issues occur in one procedure or multiple procedures? One procedure.